Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed during functional testing and archive data review. The root cause is due to a defective power distribution board probably due to wear and tear. Autopulse platform is a reusable device and was manufactured on 24 october 2014 and has exceeded its expected service life of five years. Upon visual inspection, no physical damage was observed. Evaluation of the platform during initial power up, revealed user advisory (ua) 41 (patient temperature sensor failure) error message. During archive data review, ua 41 error message was observed. In addition, intermittent ua 11 (max patient temperature exceeded) error messages was observed. This observation is not related to the reported complaint. Probable root cause is due to a defective processor board. Replacing the power distribution board to address ua 11 and 41. After replacing the power distribution board, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. No patient involvement.